Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, intermittent capture was observed on the atrial channel suspected to be caused by lead dislodgement due to a patient fall. The patient experienced phrenic nerve stimulus. The device was reprogrammed successfully and the patient was in stable and will be monitored.